Event description:
It was reported the patient's ipg was near eol. The ipg was subsequently explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 - the medical device problem code should have been 2885 - battery problem rather than 1057 - premature discharge of battery.